Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the surface of the ultrasound probe was damaged and the vibration section was exposed. However, the cause of the occurrence could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasound gastrovideoscope distal end was broken. The issue was found during reprocessing. There were no reports of patient injury or harm.